Event description:
The customer received a blood glucose reading on the contour meter that was 100mg/dl lower than on the doctor's meter. The specific results were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The strip information was not provided and strips were not expected to be returned for evaluation. A new meter was sent to the customer.